Manufacturer narrative:
H.6. Investigation summary: three photos were received and evaluated. Two photos displayed the plunger rod removed from the barrel. One photo showed a loose 1 ml syringe next to the removed plunger rod. It was observed the syringe had a piece of masking tape wrapped around the barrel above the 0.6ml marking. It was also observed the barrel had an upwards bent flange at a 45-degree angle and the barrel had a slight bow in the middle. It appeared some of the scale was worn off and the scale was shifted 0.03ml upwards towards the flange. The volumetric accuracy of the scale and the bent flange were rejectable per product specification. Machine logs indicate dial issues were reported during the manufacture of this batch. Potential root cause for the volumetric accuracy and bent flange defect are associated with the marking process. The mistiming of the dial likely caused the bent flange. From the upwards bent flange, the syringe barrel was unable to sit flush against the backstop which resulted in the barrel being shifted slightly downward when going through the marker. A bent flange rejection system will be implemented to this machine by (B)(6) 2020. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that during use of the bd syringe luer-lok¿ tip the scale markings are wrong and the plunger was crooked. The nurse drew .05 too much medication because of the scale marking problem, but nothing was administered to any patient. The following information was provided by the initial reporter: one nurse filled the plastipak syringe with medicine. Then she saw and understood that the rating scale was a bit wrong. It was too much medicine pulled, into the syringe. The scale was ¿misplaced¿ so that she got 0,05 ml too much in the syringe. Also the plunger was / is crooked. When they investigate the syringe, they see that on the plunger flange, it says ¿25 l 90¿ and those numbers are not ¿printed¿ on the other plastipak 1 ml from the same lot. From the 100-box, there are 64 syringes left. They have looked at those and did not find anything wrong with those, that they can see.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd syringe luer-lok¿ tip the scale markings are wrong and the plunger was crooked. The nurse drew .05 too much medication because of the scale marking problem, but nothing was administered to any patient. The following information was provided by the initial reporter: one nurse filled the plastipak syringe with medicine. Then she saw and understood that the rating scale was a bit wrong. It was too much medicine pulled, into the syringe. The scale was ¿misplaced¿ so that she got 0.05 ml too much in the syringe. Also the plunger was/is crooked. When they investigate the syringe, they see that on the plunger flange, it says ¿25 l 90¿ and those numbers are not ¿printed¿ on the other plastipak 1 ml from the same lot. From the 100-box, there are 64 syringes left. They have looked at those and did not find anything wrong with those, that they can see.